Manufacturer narrative:
Batch review performed on 25-11-2025. Cup: versafitcup 01.26.48mb versafitcup metalback dm d 48 mm (k083116) lot. 2004775: (B)(4) items manufactured and released on 10-11-2020 expiration date: 2025-11-01. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Stem: quadra-h 01.12.21sn quadra "h" short neck, cem.less, std, hap s.1 (k082792) lot. 1905426: (B)(4) items manufactured and released on 03-10-2019 expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 years and 9 months from primary, the patient came in due to a metal allergy. The surgeon revised the medacta stem, cup, and liner to a competitor stem cup and liner and revised the medacta head to a medacta head with sleeve. The surgery was completed successfully.